Manufacturer narrative:
Product ID 8781, lot# unknown; product type catheter. (B)(4).

Event description:
It was reported that there was no alleged product issue. However, the patient was admitted with nausea and vomiting (despite it also being reported that there were no patient symptoms or complications associated with this event). The physician interrogated the pump and there was no change noted from the prescription to what had been prescribed prior to implant. The pump rate was then changed from simple continuous to minimum rate. The patient had one liter of hartmann's solution via intravenous infusion and remained in hospital overnight and observed. The following day, the physician removed the fluid from the pump reservoir and found the volume was correct; what was programmed corresponded to the volume that was on the n'vision upon interrogation of the pump. The patient symptoms improved as the nausea had ceased and the vital signs were within normal limits. The physician agreed that the pump infusion rate was not the issue but rather a drug sensitivity for the patient. The physician confirmed it was not an issue with the synchromed ii pump. It was believed it was due to the patient developing a sensitivity to the medication, due to his co-morbidities. The patient has recovered and has been discharged home. The device system remains implanted. Diagnostic testing/troubleshooting included checking the logs and reprogramming of the pump. It was reported as ¿unknown or n/a¿ if the issue was resolved or the cause determined. At the time of the event the patient's status was reported as alive-no injury. This device system delivered chirocaine and clonidine.